Event description:
Related manufacturer reference number: 2017865-2021-31932. It was reported that the patient presented in clinic for a follow-up. An x-ray revealed that the right ventricular lead exhibited fracture. Additionally, it was noted that the patient had a pocket infection and seroma. The pacemaker and lead ware removed and antibiotics were administered. The patient was stable.